Event description:
Caller reported a cgm error and received instructions for resetting the pump. There was no adverse impact to the customer's blood glucose level. Caller was advised to reset the pump and follow up if the issue persists.